Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced diabetic ketoacidosis. Customer blood glucose level was 330 mg/dl at the time of incident and current blood glucose level 364 mg/dl. Customer experienced symptoms such as nausea, vomiting, abdominal pain and difficulty in breathing. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated high blood glucose with insulin pump. Customer was alleging that he insulin pump was under delivering and self test was passed. The insulin pump will not be returned for analysis.